Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient tried to charge their implantable neurostimulator (ins) sometime between (B)(6) of 2019 and she was not able to. The patient also described the poor communication screen. The patient had not charged since (B)(6) 2019 because she didn¿t need to use the therapy. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) regarding the potential overdischarge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Patient reported they are having back surgery soon however confirmed not related to device/therapy. Pt stated their hcp wants to do an ins replacement surgery at the same time, due to the stimulator "not working, it wouldn't connect at all". Patient confirmed they were referring to previous reported od event. Pt stated they did "mention to the doctor" that their were overdischarged but never did anything about it. The patient was redirected to their healthcare provider to further address the issue. It was reviewed with pt that the ins might be able to be started up again if they follow up with hcp or rep. Pt says they just want it replaced. It was reviewed how replacement surgeries work, and that hcp should contact medtronic if they need more info about how to get a replacement ins. Pt asked about insurance and cost of ins. Patient redirected to hcp.